Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out-of-range right atrial (ra) lead pacing impedance measurements greater than 3000 ohms. Technical services (ts) analyzed device episode data and found that there was a false stored atrial tachy response (atr) episode due to oversensing of respiratory rate trend (rrt) noise. Ts recommended reprogramming the rrt feature to be passive. It was noted that physician wants to continue monitoring the lead without further action. This ra lead is a non-(B)(6) product. No adverse patient effects were reported. Currently, the crt-d remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).